Event description:
Incorrect packaging for implant, packing states 8315-35-004 to dhdb73 implant is a 8315-35-104.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.